Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient's leg area pain was so bad for the past 4-5 days. The patient stated that the tingling was so bad in the buttocks area. The patient said they needed the stimulation in the leg area. The patient said they had to leave eating. The patient stated they tried to use the device and wanted to lower the stimulation. The patient said they fell backwards at one time several weeks ago and wanted to talk to a manufacture representative about this. The patient was directed to their healthcare professional. No further complications were reported/anticipated.